Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19jan2024.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.